Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. A batch review cannot be performed since there was no lot number provided. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked saline from a small " - " inch slit in the tubing found near the distal end y-site. It is unknown what process step this malfunction was observed. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit determined that there was an approximately 1/2 inch cut in the tubing. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will submitted.